Manufacturer narrative:
Investigation summary: one sample was returned to our quality team for evaluation. The product was visually inspected and no defects were identified on the adapter. A large crack observed on the rubber stopper of the infusion bag and a leak was verified between the spike and infusion bag. A device history record could not be evaluated as the lot number is unknown. Product undergoes visual and functional testing throughout manufacturing to ensure the quality of the device, including leakage testing. Based on our investigation, a root cause related to the manufacturing process could not be identified. The leak likely occurred due to the crack that was observed on the stopper of the infusion bag. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the infusion adapter c100j experienced leakage around the infusion adapter during use. The following information was provided by the initial reporter: when giving medication to the patient, it leaked from between c100j and infusion bag.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the infusion adapter c100j experienced leakage around the infusion adapter during use. The following information was provided by the initial reporter: when giving medication to the patient, it leaked from between c100j and infusion bag.